Event description:
On (B)(4) 2012, customer reported that the dxc 600 pro instrument displayed a 'ratio pump not home' error, which prevented ion selective electrode (ise) samples from being run. Customer stated that they did not have a backup instrument in the lab to run the ise samples, and had to courier samples to another hospital. Customer stated that it took approximately 3-4 hours for the other hospital to run the samples. However, there were no reports of impact to patient treatment due to the delay. Field service engineer (fse) inspected the instrument the same day and ordered a replacement ratio pump. Fse installed the ratio pump on (B)(4) 2012, and this resolved the issue. No further issues have been reported.

Manufacturer narrative:
(B)(4).